Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead could not be placed during the implant procedure. It was unknown if this was due to patient anatomy or a product performance issue. An alternate lead was used. No patient complications have been reported as a result of this event.